Manufacturer narrative:
The user reported that the cgm displayed results that differed from glucometer measurements. The case was escalated to the next level of support, and the escalation response was provided. Based on our review of the data, we can see that the system is experiencing a period of instability. However, the system is beginning to show improvement. Upon review of dms, the user is currently using the system, and the information is up to date.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements. No injury or medical intervention was reported.